Event description:
It was reported that the pump alarmed in 2009. The pt was in the hospital. No pt symptoms were reported. The type of medication concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.